Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient saw no change in symptoms so far. Patient also advised that they ran out of cath's and could not cath until after 12 pm (B)(6) 2017 because they had to go and get a prescription for more. Patient thought to cath all night was preventing him from voiding on their own. Patient still unable to void on own. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.